Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level that was 968 mg/dl with high, life threatening ketones. Customer was treated with intravenous fluids of saline and insulin and was released from the ER the following day. Customer alleged that high bg was caused by occlusion alarms, but no occlusion alarms were found in the pump data for the dates claimed; however, it was confirmed in the pump data that an occlusion alarm occurred on the day customer was released from the ER, for which customer reported moderate ketones and a bg level that was "high" per continuous glucose monitor readings. High bg was addressed with a manual correction injection. The customer reverted to an alternate method of insulin therapy.